Event description:
The svc report shows while the ventilator was in for routine maintenance the ventilator failed incoming eval for volumes at 2170ml and the leak test at 23.8cmh20. The svc technician verified that the cup seal was due for replacement. The svc technician inspected the device and replaced the cup seal as part of the scheduled pm. The unit passed extended final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.